Manufacturer narrative:
Analysis was normal. No device problems found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon observation, it was seen the pacemaker pocket was infected. There was no presence of pocket erosion. The system was explanted. The patient was stable.